Event description:
It was reported by the customer "on (B)(6) by morning, during PICC catheter placement procedure, the guidewire used for the puncture unraveled. The puncture was performed, during the introduction of the guide wire it presented a resistance, when attempting to remove it the guidewire got stuck. The needle was removed, but we had too much difficult to remove the guidewire entirely. An intensive professional was called which was able to remove it, but then it was observed that the guide was unraveled. The vascular professional was called to verify if there is any remaining material in patient." Additional information received: patient was being treated in the ICU for sepsis requiring ganciclovir, meropenem and vancomycin. Patient had a fragile venous network, which is why a PICC catheter was requested. The catheter was inserted in the basilic vein. Vascular surgery team provided the following procedure note: " I perform direct fluoroscopy in the right upper limb with evidence of two small subcutaneous artifacts, on the medial face of the right arm, in the topography of the basilic vein, without evidence of artifacts in the topography of the cephalic vein. I perform a doppler usg of the right upper limb with evidence of a patent right basilic vein, with thin, compressible walls along the entire length of the arm, with the presence of a hyperechogenic image in the subcutaneous tissue, in the topography of the right distal arm, approximately 0.2 cm above the basilic vein. At ectoscopy, medial face of the right arm without infectious signs, without bulging, with evidence of a small hole in the associated skin, characteristic of previous puncture in this location. Therefore, I opted not to explore the subcutaneous tissue of this region due to the absence of inflammatory signs, associated with the proximity of the artifact to the basilic vein, which is able to be punctured in case of problems with PICC in the left upper limb, since the right cephalic vein has a decreased caliber in the entire segment of the arm and echographic signs compatible with thrombophlebitis in the mid-distal segment of the right arm. At the moment without surgical procedures. Please refer the patient at hospital discharge for outpatient follow-up with a vascular surgery team. Staff available for reassessment if necessary." Customer reports the thrombophlebitis was not caused by the PICC as the catheter did not remain in the patient, and states the thrombophlebitis may have occurred due to other factors, such as the patient's condition and the medications used to treat the underlying disease. Thrombophlebitis was being treated with anticoagulants and anti-inflammatories. Customer provided the following clarification on the procedure: "the vein was punctured, the guide wire was introduced, which during the introduction (about half of the wire) showed resistance, at that moment an attempt was made to remove the wire, but it already showed resistance. At that moment, an attempt was made to remove it at the same time, which at the end of the wire could not be completely removed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed. One nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was observed to be broken and the coiled wire unraveled. The distal tip of the guidewire was found to be missing and was not returned. A microscopic observation revealed the break site of the core wire was tapered with a mostly flat and granular fracture surface. The break site in the coiled wire was observed to be flat and angular with a mostly smooth fracture surface. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. As a note, normal movement of the guidewire is away from the sharpened bevel of the introducer needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "on march 2nd by morning, during PICC catheter placement procedure, the guidewire used for the puncture unraveled. The puncture was performed, during the introduction of the guide wire it presented a resistance, when attempting to remove it the guidewire got stuck. The needle was removed, but we had too much difficult to remove the guidewire entirely. An intensive professional was called which was able to remove it, but then it was observed that the guide was unraveled. The vascular professional was called to verify if there is any remaining material in patient."